Manufacturer narrative:
Valve not available because it was not explanted. Echo showed a clean valve, CT showed a new infarct and multiple old infarcts that were small. Source of emboli could not be confirmed as to whether from graft or valve. No further info available or expected, thus not expecting to have a follow-up report.

Event description:
Pt had a 25mm aortic on-x valve and an aortic graft, but not a valved conduit. Pt was maintained on aspirin/plavix and suffered a stroke. Echo showed a clean valve, CT showed a new infarct and multiple old infarcts that were small. Source of emboli could not be confirmed as to whether from graft or valve. Pt is now on coumadin. The prosthetic valve remains in place. Pt recovered well.